Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. The date of explant was unknown to the boston scientific field representatives, nor was the following clinic able to provide the date of explant. In february 2015, the patient was being screened for another device system and by x-ray no other device system or leads were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.